Manufacturer narrative:
Two samples were received for evaluation. Visual inspection of the devices found cuff of sample one to be completely broken. No discrepancies found with the second sample. Samples underwent functional testing to detect for leakage. Two leaks were observed. The customer reported complaint was confirmed. The most probable cause of issue is that damage to the cuff occurred after product left the shm facility.

Event description:
Information was received that a smiths medical portex bivona flextend tts pediatric tracheostomy tube was in use with a patient who has 24 hour home care and was noted to be in a coma. The patient's mother reported the tracheostomy (trach) tube emitted abnormal sounds and she believed "there was something wrong with the cuff". Subsequently, the patient's nurse had to remove the trach and it was noted the device was broken. It was also reported there were "no further issues for now as the patient is using a new trach". No additional adverse patient effects were reported.